Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2014-04501, 2134265-2014-04617. It was reported that automatic pullback failure occurred. During preparation for percutaneous coronary intervention (pci), it was noted that the automatic pullback was not working. The bsc imaging catheter was changed then a simulator was used and the system was rebooted, however, the problem was not resolved. No patient complications were reported and the patient's status was stable.